Event description:
It was found during the baxter device evaluation of a pump that a pump keypad has a stuck #4 key. It was also reported by the customer that there was no pt injury associated with the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. When the #1 key is pressed 14 will be displayed. When in alphabetic mode and the "abc" key is selected, aj will be displayed interfering with the mdl drug search). The keypad was replaced.